Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the compact speed reducer device and motor device were getting hot while being used together. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated, and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed which found that a single digit of the serial number was obscured (pretest failed for visual assessment). It was further determined that the modified set screw failed the loctite assessment and would not recess back into the pawl release (pretest failed for loctite). During repair, it was determined that there was excessive corrosion of the pawls and on the lock cylinder. It was observed that the issues were consistent with loctite degradation from improper cleaning/maintenance and improper care/handling. It was determined that the issues were consistent with user error and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.